Event description:
It was reported that during deployment of an unspecified stent implant in the diagonal, a perforation occurred. The 2.80x19mm graftmaster was successfully deployed; however, the perforation was not fully sealed. A second 2.80x19mm graftmaster was deployed successfully sealing the perforation. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.